Manufacturer narrative:
The returned device presented with a melted catheter sheath towards the proximal end. Functionally, the snare would not work properly; the melted portion of the catheter impeded the snare from extending. The condition of the returned device was consistent with the complaint of difficulties extending; the complaint was confirmed. During the evaluation, the snare would not work properly due to the melted sheath. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, while testing the cautery function of the snare outside the patient, the proximal end of the snare melted, which impeded the snare from opening. The physician used another type of boston scientific polypectomy snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure within the colon on (B)(6), 2010. According to the complainant, while testing the cautery function of the snare outside the patient, the proximal end of the snare melted, which impeded the snare from opening. The physician used another type of boston scientific polypectomy snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.